Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the external pulse generator's (epg) top adjustment knob was physically damaged from within and the upper case was broken with the pacing encoder pushed inside of the epg. It was noted that the hanger assembly and lower case were both broken, the keypad was scratched and the pacing encoder stem and one knob were both contaminated. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the external pulse generator (epg) had loose knobs and physically damaged knobs and front housing. It was noted that the top adjustment knob was physically damaged from within. There was no patient involvement.